Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 1 or 2 am for a low blood glucose level of 30 mg/dl. The customer stated that there insulin pump was exposed to an MRI machine. However, after assisting the customer with a high pressure test it was revealed that the pump passed the test functions. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.